Event description:
It was reported that the patient experienced one cylinder would not deflate after inflation with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the revision procedure the physician observed there was damage to the inner layer of the cylinders.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of deflation issues was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient experienced one cylinder would not deflate after inflation with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested but not yet received. Additional information was reported that the ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted on (B)(6) 2019. During the revision procedure the physician observed that there was damage to the inner layer of the cylinders,

Event description:
It was reported that the patient experienced one cylinder would not deflate after inflation with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested but not yet received.